Event description:
The customer alleged that the allen advance surgical table emitted interference (while connected to a/c power, battery supply, as well as when powered off), with an unknown accessory device that was being used to monitor the patient¿s neuro senses during a surgical procedure. The customer reported that no injury occurred, and there was no report of a delay in procedure. The customer could not identify which of the facility¿s four surgical tables was associated with this event. Similarly, the customer did not disclose the specific device that was in use at the time of the event to monitor the patient¿s neuro senses. Additional details of the event have been requested from the customer (additional ancillary equipment, separation distance of the ancillary devices, etc), at this time, the customer has not provided a response.

Manufacturer narrative:
Allen advance table is intended to be used in an operating room environment to support and position patients during surgical procedures. Several types of specialty tops can be attached to the table to permit surgical access and 360° radiolucency for various types of surgical operations. The patient can be secured into various operable positions from the supine, prone, or lateral position. Electronic controls on the table pendant permit the adjustment of table height, angle, tilt, and auxiliary function for the lateral top. The table contains electronic locking casters that permit the table to be moved and locked into position by use of an electronic control on the table pendant. The device instructions for use (IFU) states that the allen surgical table ¿meets all requirements for electromagnetic compatibility per iec 60601-1-2. Other products that are used near the table should comply with this standard also. Otherwise, electromagnetic interference between the products could cause the products to operate incorrectly. If problems do occur, contact the product manufacturer(s).¿ additionally, the IFU states the following regarding electromagnetic immunity: ¿it is unlikely that the user will encounter problems with this device because of inadequate electromagnetic immunity. However, electromagnetic immunity is always relative, and standards are based on anticipated environments of use. If the user observes unusual device behavior, particularly if such behavior is intermittent and associated with nearby use of radio or tv transmitters, cell phones, or electro-surgical equipment, this could be an indication of electromagnetic interference. If such behavior occurs, the user should try to move the interfering equipment further from this device.¿ furthermore, the IFU provides a recommended distance calculation for electromagnetic immunity environment guidance based on the radio frequency of the ancillary device being used. In this event no injury occurred, however the customer alleges a risk to the patient due the interference emitted by the allen surgical table with ancillary neuromonitoring equipment used in an operating room environment. As previously stated, the surgical table complies with requirements for electromagnetic compatibility. However, if the reported event were to recur in which the allen surgical table emits radiated or conducted electromagnetic emissions, resulting in the interference of life sustaining equipment, it is remotely possible that the interference could cause or contribute to serious injury or death. Baxter has contacted the account three times trying to obtain the resolution for this event. The account was unresponsive to the attempts and the device did not return to manufacture. Therefore, baxter is completing this complaint due to the amount of time. Based on this information, no further action is required.

Manufacturer narrative:
Allen advance table is intended to be used in an operating room environment to support and position patients during surgical procedures. Several types of specialty tops can be attached to the table to permit surgical access and 360° radiolucency for various types of surgical operations. The patient can be secured into various operable positions from the supine, prone, or lateral position. Electronic controls on the table pendant permit the adjustment of table height, angle, tilt, and auxiliary function for the lateral top. The table contains electronic locking casters that permit the table to be moved and locked into position by use of an electronic control on the table pendant. The device instructions for use (IFU) states that the allen surgical table ¿meets all requirements for electromagnetic compatibility per iec 60601-1-2. Other products that are used near the table should comply with this standard also. Otherwise, electromagnetic interference between the products could cause the products to operate incorrectly. If problems do occur, contact the product manufacturer(s).¿ additionally, the IFU states the following regarding electromagnetic immunity: ¿it is unlikely that the user will encounter problems with this device because of inadequate electromagnetic immunity. However, electromagnetic immunity is always relative, and standards are based on anticipated environments of use. If the user observes unusual device behavior, particularly if such behavior is intermittent and associated with nearby use of radio or tv transmitters, cell phones, or electro-surgical equipment, this could be an indication of electromagnetic interference. If such behavior occurs, the user should try to move the interfering equipment further from this device.¿ furthermore, the IFU provides a recommended distance calculation for electromagnetic immunity environment guidance based on the radio frequency of the ancillary device being used. Baxter is in the process of inspecting the allen advance table. Investigation is ongoing. All additional and relevant information that is identified following completion of the investigation will be submitted in a final report.

Event description:
The customer alleged that the allen advance surgical table emitted interference (while connected to a/c power, battery supply, as well as when powered off), with an unknown accessory device that was being used to monitor the patient¿s neuro senses during a surgical procedure. The customer reported that no injury occurred, and there was no report of a delay in procedure. The customer could not identify which of the facility¿s four surgical tables was associated with this event. Similarly, the customer did not disclose the specific device that was in use at the time of the event to monitor the patient¿s neuro senses. Additional details of the event have been requested from the customer (additional ancillary equipment, separation distance of the ancillary devices, etc), at this time, the customer has not provided a response.